Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. During the visual inspection and functional tests the complaint was not confirmed as no fault or alarm was shown. The device and software were updated and calibrated for better operation and to avoid future errors. Performance verification test was performed: visual inspection passed, all tests passed within specifications.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had an error 41100. The event occurred during testing, after the communication module was installed. There was no patient involvement.